Manufacturer narrative:
(B)(4). Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The reported event was not confirmed since the device remains implanted and cannot be evaluated. The device history record (DHR) could not be reviewed as the device serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the article "two cases of bioprosthetic valve stenosis of the aortic valve position found on weaning of a nipro left ventricular assist device" from the japanese society for cardiovascular surgery 2018, the below information was learned. A (B)(6) woman had been given a diagnosis of fulminant myocarditis and received a biventricular assist device as a bridge to recovery. A nipro ventricular assist device (vad) was implanted into her left heart. She was also found to have moderate aortic insufficiency before the operation, so she received aortic valve replacement (avr) with the subject device at the same time. Her cardiac function recovered gradually. Therefore, a weaning operation was scheduled for three months after the vad implantation. However, her left ventricle motion was very poor when she was taken off of the extracorporeal circulation after removing the vad, and transesophageal echocardiography (tee) revealed severe bioprosthetic valve stenosis. When her heart was stopped again and the bioprosthetic valve was observed, the leaflets of the bioprosthetic valve were fused. Commissural fusion of bioprosthetic valve was able to be released using forceps, and the punnus extending under the leaflet was removed. In this way, the function of the bioprosthetic valve was restored. Her cardiac motion became good, and removal from extracorporeal circulation was easily achieved. She left the hospital 100 days after weaning from the vad.